Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with sensor glucose versus blood glucose value, unexpected suspend [low sg]. The customer mentioned that insulin delivery was suspended due to a sensor glucose versus blood glucose difference. The sensor glucose value that triggered the suspend on low/suspend before low event was 69 mg/dl. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with food, and juice. The event involved product(s) mmt-243a, mmt-7040ma, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of a reported low blood glucose event. The customer does not believe the pump was over delivering. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Delivery was suspended based on the sensor glucose value. The customer was advised to wait at least an hour and, if blood glucose was stable to calibrate. No further patient complications were reported. No product return is required for mmt-243a. No product return is required for mmt-7040ma. No product return is required for mmt-1884. No product return is required for mmt-332a.